Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient had been in a car accident on (B)(6) 2014. The patient felt a shock down her right leg at the time. The patient had good bilateral hip and leg coverage. When impedances were run, there were several high impedances noted. It was stated that prior to the accident, the patient had high impedances on electrodes 10-15 (greater than 10,000 ohms). After the accident the patient had high impedances on electrodes 8-15. That lead was not being used. The #2 contact showed initially impedances at 7,000 ohms, but increased to 10,000 ohms. This contact was not being used. It was unknown if this was elevated prior. The rest of the impedances were in the 600-700 ohms range. It was further stated that no malfunctions were seen upon evaluation. The patient¿s therapy was never an issue.